Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was doing well with his implant until he had an accident in (B)(6), 2013. The pt's mother noticed that there was no response to sound after accident.